Manufacturer narrative:
The account found the auto contour switch was not working. The account replaced the auto contour box to repair the bed.

Event description:
Information received indicates the head section will not run down.